Manufacturer narrative:
Continued: this ipg serial number was included in multiple field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to failure to recharge their scs system as recommended. As a result, the ipg became inoperable. Surgical intervention is pending as the next course of action to address the issue.